Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified and tortuous lesion in the circumflex (cx). Outside of the patient the 3.50x23mm rx xience sierra stent delivery system (sds) was being advanced over the non-abbott guide wire when resistance was met and the sds became stuck. Hemostats were needed to remove the sds from the guide wire. Per the physician, the guide wire was not properly wetted prior to advancement of the sds. A second 3.50x23mm rx xience sierra sds was advanced into the patient however met resistance when attempting to advance through the open cell of the previously implanted non-abbott stent. The sds was pushed forward however the stent came off the balloon. The sds was removed and a snare device was used to retrieve the dislodged stent. The procedure was aborted at this time with no further treatment performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.